Event description:
While performing the technical service bulletin, the field service representative noticed the architect wash zone ground strap was corroded. There was no incident or injury reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.